Manufacturer narrative:
Qn# (B)(4). The device history review for review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the clip applier would not open properly so the clips could not be loaded properly and they jammed. Fear was that a clip could fall into abdomen but this did not occur. There was no patient injury.

Event description:
It was reported that the jaws of the clip applier would not open properly so the clips could not be loaded properly and they jammed. Fear was that a clip could fall into abdomin but this did not occur. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1800211 was manufactured on 04/08/2018 a total of 288 pieces. Lot was released on (B)(6) 2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The sample appears used as there is biological material present on the device. Only the indicator clip was remaining which indicates that no clips were remaining. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator clip fired. The jaws were not moving properly, but that was because no clips were remaining which prevented the jaw opening gizmo (jog) from functioning properly. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. It was found that the device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "applier jaw not opening" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with its rotation tab bent, but it could not be determined why this occurred. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.